Event description:
A leak was reported in pt who underwent laparoscopic anterior resection procedure due to rectal cancer, with anastomosis created with the car device: "leak on pod 7. The pt has suffered from dyspnea (starting a day prior to re-operation), abdominal pains and signs of infection in serum. Re-operation included peritoneal lavage and hartmanns' operation."

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions, ltd.; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specs. The ring was returned and investigated. No failure was detected and the ring was found to be within its spec. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.